Event description:
Hill-rom technician found that the left siderail latch bolt was missing. The left siderail could not be latched. He installed a new siderail latch bolt and the siderail functioned properly. The stretcher was found out of service and there were no alleged injuries.